Event description:
It was reported that during attempted implantation, when physician removed the introducer the top broke off. The physician removed the remaining portion and then noticed that the lead impedance was low. The lead was retested with a new cable and the impedance remained low. The lead was removed and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) the full lead was returned and analyzed. Primary analysis revealed that the inner insulation was torn. The proximal conductor was distorted and the inner insulation was kinked/buckled. Blood was present in/on the helix/lobe mechanism and the lead was stretched. Visual analysis revealed that the lead appeared damaged at implant.